Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2022. On (B)(6) 2022, the patient woke in the morning with a loud 'yelp' which startled his spouse. He woke confused, disoriented with leg spasms. His wife called emergency medical services (ems). Ems arrived and performed a bg which was in the 50s mg/dl but his cgm displayed 84 mg/dl. He was treated with 2 tubes of glucose gel, transported to the hospital where he was treated with 1 bag of IV glucose fluid. At the time of the report, the patient¿s cgm displayed 270 mg/dl; however, his venous glucose lever was 170 mg/dl. He was released home after 6 hours. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b and c zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.